Event description:
It was stated that the insulin pump had intermittent button response. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the interface board. Unable to verify the unresponsive buttons due to the blank screen anomaly.